Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial procedure on (B)(6) 2019 that the patient went into cardiac arrest due to the anesthesia. The doctor explanted the lead and CPR was administrated. The patient was revived.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.